Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. H6: investigation findings 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon functional testing and dimensional testing of the returned sample. One 6f angio-seal vip was received for product evaluation. The locator, hemostasis sheath, carrier tube assembly and header bag were returned for evaluation. The locator was returned inserted into the hemostasis sheath and were not mated completely. There was a deformation noted on the locator (near the distal portion at the tip). Upon microscopic analysis, there were no other anomalies apart from the deformation on locator. Carrier tube was visualized, and the deployment sleeve was in the forward lock position and color bands are not exposed. The bypass tube was dislodged from the anchor and located over the collagen. For functional testing, the hemostasis sheath was mated with the arteriotomy locator. A tactile click snap was heard. The locator/sheath assembly was snapped as intended. No functional anomalies were noted with the components and the bend on the proximal portion of locator has no effect on the locking. Sheath and locator were separated and then the bypass tube was repositioned over the anchor and the carrier tube assembly was inserted into the hemostasis sheath. A click sound was heard, and the anchor and the distal tip of the carrier tube were exposed from the sheath. The sheath hub cap and the device sleeve were completely snapped together and properly fitted. The device was pulled back to lock and the anchor posted at the distal tip of the sheath and color bands were completely exposed. Digital pressure was applied, and the device deployed as intended. The outer diameter of the arteriotomy locator was measured 0.0907" and the outer diameter of the carrier tube was measured to be 0.080'' and which was within the specification of 0.080" +/- 0.005. All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint can be confirmed for assembly difficulty of sheath and carrier tube assembly. Based on the returned device, it is likely that the bypass tube was dislodged while attempting to insert into the sheath hub. The functional testing was completed, and the device worked as indented. Dimensional testing of the components was within specification. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician successfully punctured the right femoral artery with the involved angio-seal device after repeated attempts at right radial artery puncture failed. The 6f sheath was inserted, and 5000 units of heparin were given. The treatment was performed according to coronary angiographic results. After the operation, the physician would be used to seal off the puncture site. When the angio-seal device was inserted into the sheath, it was found that the two did not fit perfectly. The physician decided to change a new one and finished operation. There was no patient injury, medical/surgical intervention required. Additional information was received on 24september2020: the procedure performed for the patient prior to use of closure device was angiography. The patient was in stable condition.